Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no complaints. The device was programmed to vvt mode. Pauses were seen on an ECG and marker channels disappeared during the pauses. The same behavior was noted in the unipolar mode. The pauses could not be reproduced by arm movement but were seen sporadically during the session. The patient was pacemaker dependent and a device replacement was scheduled.